Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. - it was reported that the tip bent and the anchor broke. - visual evaluation identified that the distal tip of the device was bent. Additionally, the anchor had broken in half at the location of the bent tip (images 1-2). Due to the damaged state of the device, functional testing and accurate measurement analysis could not be conducted. - the reported event is confirmed based on the investigation of the returned product. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces.

Event description:
It was reported that during a rotator suture surgery while inserting the implant it got bent and broke into two pieces. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 10-mar-2021 dw further information were provided that the anchor broke into two pieces while it remained on the rail.